Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that he was not able to clear the alarm, and the device had a frozen screen. Advised customer to discontinue the use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.